Manufacturer narrative:
(B)(4). This article can be accessed at www.interscience.wiley.com.

Event description:
Literature: romito lm, albanese a. Cutaneous herpes zoster and implantable pulse generator. Neurostimulation: technology at the neural interface. 2010:13(2):99-101. Summary: this article describes a rare case of herpes zoster infection (shingles) that developed in a (B)(6) male parkinson's disease (pd) pt in the area of the impulse generator (ipg) two years after implant for subthalamic nucleus deep brain stimulation (stn-dbs). Event: the pt experienced burning and aching pain on the right side of the chest for five days and erythema and clusters of clear vesicles on the chest for four days two years after receiving bilateral stn-dbs for pd. The ipg was implanted in the right subclavian region. The lesions were primarily on the skin above the ipg, but not on the surgical scar. The pt was treated with oral acyclovir for seven days and a complete remission was achieved one month later, with no recurrence of lesions or occurrence of post-herpetic neuralgia for the following three years. There was no deterioration of the pt's parkinsonian motor state nor of the efficacy of the dbs and no need to increase the daily dose of antiparkinsonian medication. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested.